Manufacturer narrative:
The device was returned to zoll medical for evaluation and the reported malfunction was observed during testing. However, the reported problem could not be duplicated. The bridge board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "bridge test failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.